Event description:
Caller reported that a pump malfunction occurred, but there were no notable events before it, and there was no adverse impact to the customer's blood glucose level. Customer did not report resetting the pump within the last 24 hours, so technical support provided assistance and information to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again, which the caller acknowledged and understood.